Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarm confirmed in history file due to faulty force sensor. The insulin pump was unable to confirm check settings alarm due to motor error alarm. The motor passed motor test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.

Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.